Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with meropenem (1 gram) and vancomycin injection (1 gram) (frequencies and routes not reported) for peritonitis. On an unreported date, pd therapy was discontinued. The patient's catheter was removed. The outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.